Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed welts under all four ECG electrodes. The patient's doctor prescribed hydrocortisone cream for the irritation. The patient reported that the irritation improved after using the cream.